Manufacturer narrative:
One (B)(4) fast-fix 360 curved needle delivery system device returned. The complaint stated: ¿t1 and t2 depoly together.¿ the device was returned with t1 absent. T2 and partial cut suture were returned. T2 has been fractured. The fragment was not returned. There is no obvious damage of the delivery needle. The depth limiter was found retracted as far as possible. The device had been cycled previously. Testing cycled and actuated the device as expected. No root cause related to the manufacture of the device was confirmed. Complaint occurrences are monitored via surveillance.

Event description:
It was reported that during meniscus repair t1 and t2 deploy together. No patient injury was reported.